Event description:
It was reported that during change-out for normal eri, externalized conductors were observed. Patient was asymptomatic. Variation in pacing lead impedance and r-wave amplitude were observed but still in-range. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.